Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate detection of vf was seen, due to noise. Noise was reproduced with arm movements. No adverse consequences were reported. No further information is available.